Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t12. Intraoperatively, the physician accessed the t12 vertebral body using a bipedicular technique. Upon the initial access to the right side, the physician had trouble properly accessing the pedical and vertebral body. The left pedicle was accessed successfully. The physician then repositioned the right pedicle access. Reportedly, during the delivery of bone cement into the patient, the bone cement leaked outside the vertebral body and appeared under fluoroscopy to be in the spinal column. CT images verified that the bone cement was in the spinal column and a decompressive laminectomy was performed. Postprocedure, the patient was not able to move his legs. Patient has no improvement as of current status. It was noted that the bone cement was not doughy and homogenous prior to delivery into the patient. It was runny. No further information was reported.